Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. All operating currents are within specification. The off no power alarm functioned properly. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The pump had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high readings with manual injections. The customer stated that she was throwing everything up and had to change the infusion set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the alarms occurred during a bolus. The customer stated that the alarms have not been resolved. The customer will be sent a replacement pump.